Event description:
During pre-installation, a faulty bobbin locking assembly was identified.

Manufacturer narrative:
The pawl, ratchet and spring assembly was replaced and the device was confirmed to operate as expected. This event was originally reported in a summary report 3006073153-2025-00060, which was submitted in relation to the affected devices from the voluntary recalled performed by spectrum medical ltd (recall number z-0224-2025). FDA has since requested that each event for the devices related to the voluntary recall be individually submitted, resulting in the submission of this follow-up report in which the number of events has been reduced to one (1). Single mdrs shall be submitted for the events per the vmsr guidance.

Manufacturer narrative:
Please find the attached spreadsheet listing the serial numbers, component codes, investigation codes, and conclusion codes of the devices summarised in this summary report.

Event description:
Users and service engineers reported finding loose bobbins on their roller pumps. This would mean the bobbins were not locking on the tubing. In all of these cases there was no patient harm.